Manufacturer narrative:
Upon further investigation, communication from the customer provided that the information reported was determined to be an inquiry and no malfunction occurred. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The customer reported a ventilator experienced a battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.